Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a radical resection of esophageal cancer surgery, after severing the esophagus tissue, some staples were malformed with irregular shapes. Changed to another four reloads to continue the surgery, but the problem happened again. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.